Manufacturer narrative:
The manufacturer previously reported receiving information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.